Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining a blood glucose reading of "163 mg/dl" but were unable to provide results of other readings obtained with the subject meter. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results may have exceeded lifescan's criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.